Event description:
It was reported that the customer responded to a male who was found outside in the snow, in very fine fib. The patient had no cardiac history and the downtime was unknown. CPR was in progress when the crew arrived. The reported response time was approximately two minutes. The lp12 device was place on some hard packed snow. Once the customer determined that the patient was in a shockable rhythm, they attempted to use the AED part of the lp12 device with the quik-combo pads. Once the analyze button was pressed, the unit turned off. The customer turned the device on again, but the unit alarmed that the batteries were low, and again the device powered off. The customer had another unit right next to theirs and used it to shock the patient 4 times. The quik-combo pads were not removed from the patient, as they were transferred to the second lp12 device. The second device was from the transporting agency mohawk ambulance. The patient was not resuscitated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a temperature sensitive ic chip, designator u5. The customer received a replacement device.